Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the contact person alerted the rep that the clip applier did not operate to the surgeon's expectations. The surgeon took pictures of clips malformed during the procedure. The er320 was from a fdc38 kit. There was no consequence to the patient.